Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2019; 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. It was also reported that the rv lead exhibited intermittent noise. The rv lead and lv lead were capped and replaced. No patient complications have been reported as a result of this event.